Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline inline connector was stuck. Technical services was scheduled for a service appointment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the pump cable from the modular cable was confirmed through an onsite abbott representative; however, a specific root cause for this finding could not be conclusively determined through this evaluation. It was reported that the inline connector of the driveline was stuck. Abbott technical services was onsite, confirmed the reported issue, and noted that no debris was found around the locking mechanism. The account decided to not replace the modular cable at that time due to a patient safety issue. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 5 ¿surgical procedures¿ provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process; a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 2 ¿system operations¿ of the IFU (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ to connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.